Manufacturer narrative:
Title: radiofrequency versus microwave ablation for hepatocellular carcinoma within the milan criteria in challenging locations: a retrospective controlled study source: abdominal radiology (2021) 46:3758¿3771 https://doi.org/10.1007/s00261-021-03105-9. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the safety and efficacy of radiofrequency ablation (rfa) with microwave ablation (mwa) for the treatment of hepatocellular carcinoma between january 2016 and december 2016. It is noted that rfa was accomplished with either cooltip rf ablation system or a competitor product. There were 201 participants and complications included: pneumothorax treated with closed thoracic drainage and subcapsular hemorrhage with treatment unknown.